Event description:
During routine testing, user noted a popping noise when the unit was discharged. There was no pt harm. Analysis disclosed an open foil connected to r41 on printed circuit board assembly 590263. The noise was an electric arc across the break. External damage to the unit noted. One corner of the case was bent, and the filter in front of the crt display was damaged. The damage could only have resulted from a physical impact. It is likely that the same impact caused the damage on the printed circuit board. The event is not occurring more frequently or with greater severity than is usual for the device.